Manufacturer narrative:
Correction to add device history review (DHR). A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular leadless pacemaker was inadequately fixated. After fixating, loss of sensing was observed. Fluoroscopy imaging showed that the device had dislodged and migrated to the right pulmonary artery/lung. Retrieval of the device was attempted. While retrieving, the device's helix got stuck to the pulmonic valve. An introducer was utilized to attempt removing the device, and by doing so its helix was stretched. It was then when the patient's blood pressure dropped, and a pericardial effusion was observed via echocardiogram. Cardiac tamponade was noted as well. Pericardiocentesis was performed, and the patient was stabilized. The device was retrieved, and the patient was in stable condition post-procedure.